Manufacturer narrative:
Isi has requested the medium-large clip applier instrument involved with this complaint be returned but it has not been received yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. No image or video was available for review. A review of the instrument logs for the medium-large clip applier (part number 470327-10/lot number n11180122 0008) associated with this event has been performed. Per the review, the medium large clip applier instrument was last used in a procedure on(B)(6)2022 on system sk1499. The alleged instrument had 86 uses remaining after the last procedural use. This complaint is reportable malfunction event due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted adrenalectomy procedure, the medium - large clip applier instrument was not able to apply clip. The procedure was completed with no reported injury. The endowrist medium-large clip appliers are intended to be used with the da vinci system for the application of weck hem-o-lok polymer locking ligation clips for ligation of vessels and tissue bundles ranging in size from 3¿10 mm in diameter. An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the medium - large clip applier instrument was inspected prior to use and had no damage. The surgeon was not able to apply clip. There was no allegation of misapplication of a clip or non intuitive motion. There was no allegation of loose cable. There was no patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated/confirmed the customer reported complaint. Initial findings were all confirmed. The instrument was placed on an in-house system and failed engagement. A closer look was taken at the engagement error logs and it was found that engagement failed due to the wrist pitch, confirming the engagement failure to be caused by the loose pitch cable. It was confirmed that there were no cracks or damage observed to the clamping pulley. The root cause of the loose pitch cable is attributed to a component failure.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated/confirmed the customer reported complaint. Fa found the primary failure of loose pitch cable to be related to the customer reported complaint. The instrument was found to have a loose pitch cable, likely to cause the instrument to not work properly such as applying the clip. The housing was removed and the pitch cable was found to be loose. Visual inspection of the pitch clamping pulley did not show any cracks or damages. The clamping screw was secure and not loose. The instrument was placed on an in-house system but was found to fail engagement, likely caused by the loose pitch cable. As a result, a clip test was not performed. Common causes of the failure mode of the loose instrument pitch cables are attributed to a component failure. Loose cables are attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could "slit with respect to its internal shaft causing the loss of cable tension. Cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming derailed or loose at the distal end, which may lead to non-intuitive motion. Additional observation not reported by site was also identified: the medium-large clip applier instrument failed mechanical engagement when placed in the system. Instrument inputs failed to engage with the sterile adapter in multiple attempt, likely caused by the loose pitch cable. Common causes of engagement failures are attributed to an over-constrained design condition between the mating parts of the instrument and instrument sterile adapter disks. The instrument will be transferred to engineering for further review. Additional information was also identified: the medium-large clip applier instrument was found to have residue on the clamping pulley. The clamping pulley on the pitch input shaft appeared to have residue. Common causes of failure mode residue of clamping pulleys are typically attributed to mishandling/misuse for instances such as improper clean or reprocessing techniques.

Event description:
Refer to h10/h11 for follow-up information.